Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right coil in her uterus trying to come out/ migration of essure device location of device: uterus/perforation (other) please describe and state the location of the perforation: uterus'), device breakage ('device breakage'), pelvic pain ('pelvic pain/chronic pain'), genital haemorrhage ('heavy abnormal bleeding/abnormal bleeding general') and nephrolithiasis ('surgery (other) type of surgery: kidney stones') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included anxiety, depression, ovarian cyst, multigravida and parity 4. Concurrent conditions included blood pressure high. Concomitant products included ibuprofen. In 2005, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and visual impairment ("vision/eye problems"). On (B)(6) 2005, the patient had essure (ess205) inserted. In july 2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nickel sensitivity ("allergic or hypersensitivity reaction type: nickel/nickel allergy"), allergy to metals ("allergic or hypersensitivity reaction type: cobalt"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), kidney infection ("infection (other) describe: kidney"), alopecia ("autoimmune disorder type of disorder: hair loss/hair loss"), fatigue ("autoimmune disorder type of disorder: hair loss, fatigue/fatigue"), rash ("rashes or skin conditions type: on face, arms, scalp"), migraine ("migraines / headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes describe: toxins and unbalanaced") and weight increased ("weight gain/loss specify: gain"). In july 2015, the patient experienced eye disorder ("vision/eye problems"). On an unknown date, the patient experienced abdominal pain ("abdominaj pain"), vulvovaginal pain ("vaginal pain/vaginal pain"), abdominal pain lower ("severe cramping") and nephrolithiasis (seriousness criterion medically significant). The patient was treated with surgery (kidney stones removed and salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, nickel sensitivity, allergy to metals, cystitis, kidney infection, alopecia, fatigue, rash, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, nephrolithiasis, dyspareunia, vaginal discharge, visual impairment, weight increased and eye disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, device breakage, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, kidney infection, menorrhagia, migraine, nephrolithiasis, nickel sensitivity, pelvic pain, rash, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight increased and allergy to metals to be related to essure (ess205). The reporter commented: the plaintiff had essure removed, and right coil wasn¿t in her tube but in her uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs received. Reporter's information was added. Added event plaintiff did not undergo an essure confirmation test, eye disorder. Updated onset date of events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right coil in her uterus trying to come out/ migration of essure device location of device: uterus/perforation (other) please describe and state the location of the perforation: uterus"), device breakage ("device breakage"), pelvic pain ("pelvic pain/chronic pain"), genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding general") and nephrolithiasis ("surgery (other) type of surgery: kidney stones") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression and ovarian cyst. Concurrent conditions included blood pressure high. Concomitant products included ibuprofen. In 2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of allergy to metals ("allergic or hypersensitivity reaction type: nickel/nickel allergy"), the second episode of allergy to metals ("allergic or hypersensitivity reaction type: cobalt"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), kidney infection ("infection (other) describe: kidney"), alopecia ("autoimmune disorder type of disorder: hair loss/hair loss"), fatigue ("autoimmune disorder type of disorder: hair loss, fatigue/fatigue"), rash ("rashes or skin conditions type: on face, arms, scalp"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems") and weight increased ("weight gain/loss specify: gain"). On (B)(6) 2005, the patient had essure (ess205) inserted and removed on (B)(6) 2017. A new essure (ess205) was inserted on (B)(6) 2005. On an unknown date, the patient experienced abdominal pain ("abdominaj pain"), vulvovaginal pain ("vaginal pain/vaginal pain"), abdominal pain lower ("severe cramping"), hormone level abnormal ("hormonal changes describe: toxins and unbalanaced"), tooth disorder ("dental problems") and nephrolithiasis (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),), surgery (salpingectomy (bilateral removal of fallopian tubes),), surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (kidney stones removed). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, the last episode of allergy to metals, cystitis, kidney infection, alopecia, fatigue, rash, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, nephrolithiasis, dyspareunia, vaginal discharge, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, device breakage, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, kidney infection, menorrhagia, migraine, nephrolithiasis, pelvic pain, rash, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure (ess205). The reporter commented: the plaintiff had essure removed, and right coil wasn¿t in her tube but in her uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right coil in her uterus trying to come out/ migration of essure device location of device: uterus/perforation (other) please describe and state the location of the perforation: uterus"), device breakage ("device breakage"), pelvic pain ("pelvic pain/chronic pain"), genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding general") and nephrolithiasis ("surgery (other) type of surgery: kidney stones") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression and ovarian cyst. Concurrent conditions included blood pressure high. Concomitant products included ibuprofen. In 2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel/nickel allergy"), metal poisoning ("allergic or hypersensitivity reaction type: cobalt"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), kidney infection ("infection (other) describe: kidney"), alopecia ("autoimmune disorder type of disorder: hair loss/hair loss"), fatigue ("autoimmune disorder type of disorder: hair loss, fatigue/fatigue"), rash ("rashes or skin conditions type: on face, arms, scalp"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems") and weight increased ("weight gain/loss specify: gain"). On (B)(6) 2005, the patient had essure (ess205) inserted and removed on (B)(6) 2017. A new essure (ess205) was inserted on (B)(6) 2005. On an unknown date, the patient experienced abdominal pain ("abdominaj pain"), vulvovaginal pain ("vaginal pain/vaginal pain"), abdominal pain lower ("severe cramping"), hormone level abnormal ("hormonal changes describe: toxins and unbalanaced"), tooth disorder ("dental problems") and nephrolithiasis (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and surgery (kidney stones removed). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, allergy to metals, metal poisoning, cystitis, kidney infection, alopecia, fatigue, rash, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, nephrolithiasis, dyspareunia, vaginal discharge, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, cystitis, device breakage, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, kidney infection, menorrhagia, metal poisoning, migraine, nephrolithiasis, pelvic pain, rash, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the plaintiff had essure removed, and right coil wasn¿t in her tube but in her uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received. Events per pfs: hormonal changes describe: toxins and unbalanaced, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel and cobal poisoning, infection (bladder/urinary tract/vaginal) type: bladder, infection (other) describe: kidney, autoimmune disorder type of disorder: hair loss, fatigue, chronic pain, rashes or skin conditions type: on face, arms, scalp, bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: uterus, dental problems, nickel allergy, surgery (other) type of surgery: kidney stones removed, dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems, fatigue, weight gain, perforation (other) please describe and state the location of the perforation: uterus, hair loss were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominaj pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and device expulsion ("right coil in her uterus trying to come out"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and device expulsion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: the plaintiff had essure removed, and right coil wasn¿t in her tube but in her uterus. Most recent follow-up information incorporated above includes: on 16-nov-2017: new information from social media:new event ¿right coil in her uterus trying to come out¿ was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted and removed on (B)(6) 2017. A new essure (ess205) was inserted on (B)(6) 2005. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.